Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly hard to push. The rptr claimed the down arrow keypad button most affected. The rptr denied any damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down keypad button was intermittently responsive and difficult to push when pressed, the other keypad buttons were responsive and sprung back normally during testing, and there was evidence of adhesive/contamination under the down key contact.